Manufacturer narrative:
Exemption number e2015058. (B)(4). Routine testing confirm that the pad-pak was first was installed by the customer on the 9th september 2010. Between the 22nd december 2015 and 23rd june 2017 the device records multiple manual power ups of 10 minute duration. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in section h8 of this report.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved in this event. Device switching on automatically